Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse conducted troubleshooting and found air bubble, the pump unresponsive to retention time, and the retention time not showing results in the g8 instrument. Fse then rebuilt the pump, ran multiple drain flushes, however, the air bubbles were still present. Fse scheduled to return to the facility the next day. On 02-feb-2018, fse returned to the facility and installed a preventive maintenance kit on the g8 instrument. Fse ensured that all the lines were cleared from air by running 10 drain flushes until no air bubbles were observed and the pressure stabilize at 7.98 mpa (not to exceed the maximum transport pressure of <15 mpa). Fse then ran a patient sample and quality controls (qc); all results passed within acceptable range. In addition, the retention time was within the acceptable retention time range of 0.57 to 0.61 minute and the results showing on the chromatogram. The g8 instrument is functioning as intended. No further action required from field service. A 13-month complaint and service history review for serial number (B)(4) from 01-jan-2017 through aware date (B)(4) 2017 was performed for similar complaints. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 5 - maintenance provides steps for pump air removal: if the pump runs, but the pressure will not rise or stabilize even though sufficient buffer is delivered, air may be trapped in the liquid end of the pump. The most probable cause of the reported event was due to air bubbles in system preventing results to give a value on some samples.

Event description:
On (B)(6) 2018, a customer reported not getting results on the chromatogram from the g8 instrument. On 02-feb-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: approximate age of device and 510(k) number.